Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the order was not crossing to pyxis. A technical support specialist (tss) dialed into the production enterprise server application and reviewed the order details, noting the scheduled administration times. The tss contacted the customer via email to confirm which station the order did not appear on and the time it was checked. The customer later confirmed that the order had successfully crossed over to the station. The customer also indicated that a version 1.11 upgrade was in progress at the time, which may have caused the delay. Permission was received from the customer to close the case. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, pt. (B)(6) ¿ visit ID (B)(6) ¿ had an order for med ID (B)(6), guaifenesin ER 600 mg tablet, that was not crossing over to the patient¿s order profile. User tried to re-enter but not displayed in patient profile. There were no adverse events or injuries reported based on this event.